Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified the f38 alarm. The cause was determined to be a damaged right force sensing resistor (fsr). In order to address the issue the right fsr was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f38 alarm. This occurred during service of the device by a baxter service technician. Therefore there was no patient involvement. No additional information is available.